Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported following the intraocular lens implantation the patient had experienced sensitivity to light, sunlight and especially night lighting. White colors have a purple haze and street lights are also purple and cast purple laser beams onto the street. Headlights are extremely bright and blinding & resemble giant spider webs that cast laser beams across the streets. Additional information has been received from the consumer and stated that, the patient had blurry vision was immediate after surgery and I was told that was to be expected. The patients eye was also extremely sensitive to light even with the use of sunglasses, again, something patient thought was normal at first and also immediately noticed colors were slightly different, with a bit of a purple haze that was particularly noticeable in white colored things. The patient had told eye care provider about the blurriness and color issues on my first follow-up visit. The patient also have a new floater type issue with the right eye. When moving my eye from right to center, the best patient can describe it is a cloud that lands in central vision and blurs things. The doctor felt that, probably had the floater before, but patient did not had anything before surgery. The doctor told to patient that, eye showed some irritation and he added lubricant eye drops to help with dry eye. On the next follow up visit, the doctor said that irritation had cleared up and vision would get better with time, as eye needs time to adjust to the new lens. Prior to that visit, the patient did not driven at night since the surgery. The patient drove at night for the first time and problem encountered was with street lights, which were purple in color and cast bright purple laser like beams onto the roadway causing the road surface to look purple as well. When encountered oncoming traffic, headlights were extremely bright and blinding. Each headlight resembled giant spider webs and laser beams of light shot out in all directions. Road signs that were white with black text were bright, blurry and had a purplish tint. Although the patent see better up close/small print than prior to the surgery, black text on a white background is not clear, particularly on phone or tablet. The black is more gray than black. Intermediate and distance vision are not clear at this time either. Captions, scores, etc. On our large screen are not clear or true to color, especially the blacks, which look more gray and cloudy, be it near or at a distance, the patient will continue lubricant eye drops for dryness. The doctor felt that, eye needs more time to heal to achieve better results. The patient was asked the doctor that, if there could be an issue with the capsule. The doctor said he saw a small wrinkle but nothing that would cause the symptoms which were described to him, but he will look thoroughly at the eye again.